Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient's implantable cardiac monitor inappropriately triggered an atrial fibrillation episode. The false episodes were due to ectopy and variability in the sinus rate. No programming changes were made. The patient would continue to be monitored.